Event description:
It was reported that while inserting the intraocular lens (iol) into the patient's eye, haptic broke due to a loading issue from use error. Lens was removed with an incision enlargement. No suture was used. Replacement lens was placed and is of the same mode. No patient complications were reported. No further information has been received.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The model za9003 lens was visually inspected under microscope. The lens was noted to have fibers and particles that could be related to handling the lens such as during the implant and removal process. One of the haptic's was observed broken and could have been related to the handling of the unit during the insertion process. The lens was returned cut in two pieces that could be related to the explant/removal process. Operational was chosen to reflect the findings in the returned lens under the results code. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's report was identified. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient age - asked but unavailable (asku). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.